Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen timed off too soon and was unresponsive. There was no reported impact to the customer¿s blood glucose. A replacement pump was sent to the customer to resolve the issue.